Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm . Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. Symptoms of puss at the midline incision, fever and chills were noted. Also there was no damage suspected on the patients device and that the patient just lifted something heavy which might have opened the midline incision. Since then the patient experienced drainage. The patient underwent an explant procedure and was placed on antibiotics after.